Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this [crt-d] was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified faults. The faults were resulted in software resets performed in an attempt to correct an identified memory inconsistency. No root cause for the memory inconsistency was determined through laboratory testing. Additionally, visual analysis revealed that the header was lifted from the device casing. Due to the multiple tool marks on the header, steady impedance measurements while implanted, and no complaint from the field, it is concluded that the lifted header most likely was induced at explant. Therapy availability was not affected by this observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted, replaced and returned. This report was created due to laboratory analysis.